Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information received stated that post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external devices and displayed the end of life (eol) error message. A manufacturer representative confirmed the same message and the ipg was deemed inoperable. It is unknown whether this is premature depletion or normal depletion. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced.